Event description:
Related manufacturer reference #:3006705815-2019-02643.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference #:3006705815-2019-02643. Follow up information revealed the patient underwent surgical intervention on (B)(6) 2019, where the leads were repositioned. Effective therapy resumed following the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #:3006705815-2019-02643. It was reported the patient is experiencing stimulation in the incorrect location. X-rays revealed lead migration. As such, surgical intervention may be pending at a later date to address the issue.